Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient has high impedances on their left lead following a motorcycle accident. Surgical intervention may be pending to address this issue.